Manufacturer narrative:
Results: (B)(4) customer samples were submerged leak tested for cracked barrels and leakage. No leakage or cracked barrels were identified in the incident samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6132861. Conclusion: bd is unable to duplicate the reported incident with evaluation of the customer samples. However, CAPA (B)(4) has been initiated for further investigation of leakage in tubing at the np end.

Event description:
It was reported that bd vacutainer® push button blood collection set had cracks near the barrels resulting in blood leakage. No injury or medical intervention reported.